Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. It was reported to abbott that the patient had an ipg revision. Patient reports the stimulator wasn't able to give the amount of strength they needed around march, but patient didn't go to the doctor because of covid. Then in november, patient was no longer able to charge because the charger wasn't able to connect to ipg. The ipg was replaced to restore effective therapy. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient information. Additional information was not provided

Event description:
It was reported that the patient's scs ipg was inoperable and would not deliver therapy. The patient did not charge their device per manufacturer guidelines and the device became inoperable as it would no longer communicate with the charging system. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention wherein the scs ipg may be explanted and replaced. The reason for this procedure is not known at this time.